Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened, but with original package, lot # 73e1400447 was confirmed with sample received. During visual inspection it was observed that the components looked well assembled. No stuck clips in jaws. Functional inspection was performed: applier was fired and no clips were loaded from the jaws, however; at the end of cycle activation one clip was released; broken clip off hook, in addition, orange indicator was observed in jaws, indicating that the applier has no more remaining clips. During manufacturing the device it is 100% functional tested, as part of final inspection and release. Although; the complaint defect was confirmed, a definitive root cause was unable to be determined. Result and conclusion codes: there are no accurate codes to describe the complaint was confirmed during visual inspection and not confirmed during function testing, however, the root cause is no functional issues found.

Event description:
Complaint alleges that the inner component is broken, so they are unable to load clips. This was found during a colecistectomia procedure. No clips fell on the patient and there was no harm to the patients. Patient current condition reported, as fine.

Event description:
Complaint alleges that the inner component is broken, so they are unable to load clips. This was found during a cholecystectomy procedure. No clips fell on the patient and there was no harm to the patient. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigations did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.